Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level and insulin pump had motor error alarm. The customer¿s blood glucose was 225 mg/dl at the time of incident. Customer reported that the drive support cap appears normal. Customer did not received motor position encoder error alarm. Customer was able to successfully clear the alarm and able to complete rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump was returned for analysis.